Manufacturer narrative:
The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are part #33630022, lot # 1583969 and part # 33653206, lot # 1561610. Manufacture date for lot 1583969 is 11/07/2016; manufacture date for lot 1561610 is 07/14/2015. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the patient had cysts anterior and posterior at tibial component, but no signal on spect. Inflammation mainly anteromedial and posteromedial at talus. Revised to inbone talus (size 3) with infinity poly size 3 (6mm). Tibia was observed to have solid fixation and was not revised.